Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.